Event description:
Initial staple did not compress. Staple was removed and another staple was used and performed per specification.

Manufacturer narrative:
Staple not returned to be evaluated. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.